Event description:
A nurse reported that the knife blades presented a cutting issue during surgery. An alternate knife was obtained to continue the procedure. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. This is the second of two reports from this facility. (B)(4).

Manufacturer narrative:
One knife sample was received in an opened blister package. The sample was determined to be visually nonconforming on the cutting edge. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The final customer lot number was identified. Two component knife lots were used to make up the customer's final lot. A device history record review was conducted and no anomaly was found. The product was released according to the manufacturer's acceptance criteria. A complaint history review indicates that no additional complaints were associated with the reported lot. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).